Manufacturer narrative:
Updated a1, a2, a5, a6, b2, b6, b7 and b5 and d6a and d6b. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was further reported that on 28 march 2025 that there was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H2) additional information: additional information was received. The customer indicated there were 61 affected devices however they did not provide any photos or samples to verify this information. H10 updated.

Event description:
It was reported that particles were noticed in the infusion bag of the medication cassette. The particle matches the spectrum of polyethylene. It is known that the cassettes are sterilized with ethylene oxide; this is sucked through the cassette under vacuum. It was stated that the current percentage of rejection for this lot is of 9,33%. There was unknown patient involvement.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.